Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The event occurred sometime during (B)(6) 2015. There was not a free flow event during infusion. A nurse placed an intravenous (IV) line and a vacutainer to the one link device to draw some blood. After drawing blood and disconnecting the vacutainer, a small amount of blood flowed back out of the valve of the one link device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the one link connector experienced a ¿free flow¿ during infusion. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.